Event description:
The patient was admitted to the ICU in cardiogenic shock requiring hemodynamic monitoring via a left radial arterial line. The left radial arterial line became non-functional. A new right femoral arterial catheter was inserted by trainee (resident), supervised by cardiac fellow, at approximately 10:47. Prior to placement, the right femoral artery was visualized with ultrasound. Access of the right femoral artery was initially unsuccessfully attempted with an arrow arterial catheterization kit due to bending of the guidewire. The arrow catheter was withdrawn and pressure was held to the access site. A repeat attempt was made to access the right femoral artery with a merit s-mak micro puncture kit and a 4 french introducer catheter was placed with pulsatile return of blood. The newly placed femoral artery catheter was functioning properly, providing continuous blood pressure monitoring and allowing for blood gasses to be drawn. At approximately 01:30 am that evening, the arterial waveform was poorly visualized and the nurse was unable to draw an arterial blood gas from the right arterial femoral line. Upon removal of the arterial line dressing, it was noted that the dilator remained within the femoral catheter/introducer. Both the introducer and dilator were removed intact at this time.